Event description:
A physician customer in malta corresponded with a candela clinical trainer requested advice regarding a patient's skin reaction. The customer stated "I have done many veins with not a single complication but two weeks ago I had a patient who 24 hours post treatment developed blisters and are now healing."it was reported that a 45-year-old female patient with a fitzpatrick skin type iii was treated for leg veins using the gentlemax pro laser. The patient had no history of sun exposure prior to treatment and no other patient history reported. The physician performed a test spot prior to treatment on (B)(6) 2022 without issue. Treatment was performed on (B)(6) 2022. The physician noted normal immediate post treatment reaction. Ice and moisturizer applied post treatment. The patient observed blistering, four hours post treatment and was seen by treating physician two days later, who noted "blisters ruptured and are healing well." The patient was prescribed moisturizers, 1% hydrocortisone cream and bactroban. Physician reported patient "injury is healing well with low risk of scarring." Information and images received from the physician were reviewed with candela medical director and determined to be a full-thickness injury. Although noted as expected to heal, candela's position is to report an injury indicating a third-degree burn injury, affecting all layers of the skin within subcutaneous tissue. As such, an injury of this nature may lead to permanent underlying tissue damage.

Manufacturer narrative:
Supplemental report will be filled upon receipt of new or relevant information.

Manufacturer narrative:
The gentlemax pro laser was evaluated on 11/15/2022 and found to be operating within specification. The gentlemax pro laser operator's manual lists burning, blistering as an untoward response. Therefore, the probable cause for this event is known inherent risk of device indicating that the reported adverse event is known and documented in the labeling (including both short or long term known complications or adverse reactions). Based upon evaluation of the system, the device would not have contributed to the reported event. The reported adverse event is known as a potential side effect, per candela labeling, risk management & clinical documents. No further corrective actions are required for this complaint at this time. Risk information is then subject to periodic risk reviews and trend tracking, which may require additional actions and/or review.